Event description:
Customer reported via phone, he was having issues with the transmitter connecting with the sensor. During troubleshooting customer mentioned he had low blood glucose of 45 mg/dl, treated with two glasses of orange juice. No troubleshooting was performed for low blood glucose and customer will call back to finish troubleshooting on the transmitter. Customer is not returning it for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.